Manufacturer narrative:
One cadd ms3 pump was returned for analysis due to loss in programming. Functional and visual testing was performed. The reported issue was not confirmed. The device was tested and passed all functional test. Further investigation found no issue with internal programming being lost. The programming will be lost after 2 days without power from the aaa battery and pay close attention to the low battery notification. A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found device to have a faulty board, and a cracked rear housing; confirming the reported customer complaint. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Board and other components were replaced as a result.

Event description:
Information was received indicating that the internal battery of this cadd ms3 pump died. The reported event did not occur while in use with the patient. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.